Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2017. The patient started to experience chronic left tmj swelling and pain after the initial implant surgery. The surgeon performed an exploratory surgery in (B)(6) 2018 and removed scar tissue surrounding the condylar component. There were no signs of heterotopic bone formation or infection and the implants appeared to be stable and well-fixed. The surgeon placed a fat graft surrounding the left tmj condylar prosthesis. The patient is still experiencing intermittent periods of swelling but the associated pain levels have decreased. The surgeon is monitoring the patient's condition and will inform us if any additional tmj treatment is performed.

Event description:
The surgeon performed a debridement of scar tissue on the patient's left tmj.